Manufacturer narrative:
UDI: not available. (B)(4).

Event description:
On (B)(6) 2009, the patient underwent an aortic valve replacement and this 23 mm sjm trifecta valve was implanted. On the 7-year follow up echocardiogram on (B)(6) 2016, an increased gradient was noted which was suggestive of calcification and stenosis. The patient also complained of increased dyspnea. The valve remained implanted until it was explanted on (B)(6) 2016. During the explant procedure calcification and stenosis was confirmed. A 21 mm tissue valve from another manufacturer was implanted. The patient returned to intensive care in satisfactory condition.

Manufacturer narrative:
The results of this investigation concluded that the majority of the leaflet tissue had been previously excised. Fibrous pannus ingrowth was found on inflow surface limited to the sewing cuff adjacent to each leaflet, with focal calcification within the pannus found adjacent to leaflet 2. A thin layer of fibrin was found on both the inflow and outflow surfaces of leaflet 1. No evidence was found to suggest the cause of the pannus, calcification, and fibrin was due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.